Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) who reported that the patient had discomfort at the pocket site, however the patient was getting good therapy. The patient's surgeon decided to move the pocket site to the opposite side. The issue was reported as resolved at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.